Event description:
It was reported, a percutaneous transluminal coronary angioplasty was performed and an angio-seal was used for closure via the right femoral arteriotomy. Approximately forty hours after deployment, while the pt was in the ward, a big hematoma had formed at the puncture site. The pt underwent surgery on (B)(6) 2011. During surgery, the physician stated the anchor appeared deformed and he decided to remove it. Post procedure, the pt was reported to be in good condition and was later discharged from the hospital.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.